Event description:
It was reported that during use of this footswitch, the handpiece started to run without depressing the foot pedal. There was no report of injury or significant surgical delay with this event.

Manufacturer narrative:
Investigation findings: to date, the product has not been received for evaluation. A follow-up report will be sent once the investigation is complete.